Manufacturer narrative:
The device was not returned to cardinal health for evaluation and the lot number was unknown. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient; however, at this time, it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis and based on limited information, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Should additional relevant information become available, a supplemental MDR will be filed. (B)(6).

Event description:
This is a report of a patient that developed an inguinal abscess at the right femoral access site 6 days after successful deployment of the mynxgrip vascular closure device. The mynx device was used for femoral arterial closure following a coronary angiography and implantation of a drug-eluting stent (des) procedure. The device packaging was not compromised during storage. The packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed. No prophylactic antibiotics were given prior to the procedure. The procedure was performed as inpatient. About 1 week after the procedure, the patient developed redness and swelling of the groin region. The groin area was prepared for surgical incision. Following drainage and incision, oozing of pus were noted. Additionally, a fiber-rich material that resembled the mynx closure implant (sealant) was removed. Subsequently, the wound was closed. Unspecified antibiotic treatment was given. The patient was hospitalized for the infection for 7 days. At the time of discharge, the wound showed good signs of recovery. The patient was discharged under sterile wound conditions. Additional information was requested, but was unknown.